Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations replicated and confirmed the customer reported complaint. The middle part of the mcs tip cover accessory exhibited localized melting, which is indicative of arcing. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted hysterectomy procedure, the surgeon claimed that electrical energy arced through a hole in the mcs tip cover accessory which allegedly caused a burn injury on the uterus. Although there is an allegation that an injury occurred, it is confirmed the burn was on the uterus that was being removed as a part of the hysterectomy procedure. There is no information provided to indicate that the injury was life-threatening, required medical intervention to prevent permanent impairment, or resulted in a disability or permanent impairment. However, at this time, the root causes of the customer reported failure mode is unknown.

Event description:
It was initially reported that during a da vinci-assisted hysterectomy procedure, the surgical staff noticed that the monopolar curved scissors (mcs) tip cover accessory had a small hole, and the energy was delivered to an unintended area of the uterus. On 12/10/2019, intuitive surgical, inc. (Isi) contacted the site's robotics coordinator and obtained the following information regarding the reported event: the surgical procedure was not recorded on video. It was confirmed that the mcs tip cover accessory was installed using the tip cover installation tool. The mcs instrument, and the mcs tip cover accessory were inspected prior to use. Although the surgical staff did not witness the arcing of electrical energy from the mcs instrument, the surgeon believes the burn on the uterus was a result of energy from the activation of monopolar cautery. The burn was on the uterus, which was being removed as a part of the procedure. Thus there was no medical intervention rendered to address the burn injury. It was reported that the prograsp instrument, along with either the pk forceps or vessel sealer instrument was in use at the time of energy leak. No instrument collisions were reported. The surgical procedure was completed with no further reported issues. There were no postoperative complications reported.